Event description:
It was reported that during use of this burr in an arthroscopic left ankle fusion, the tip snapped off in the pt's joint. The tip was removed arthroscopically and no injury was associated with this event.

Manufacturer narrative:
Investigation findings: to date, the device has not been received for evaluation. A follow-up report will be filed once the investigation has been completed.